Event description:
It was reported that when using the bd pyxis¿ medstation¿ es switched out, requested load messages resent. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: tennessee valley veterans affairs healthcare system a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that inventory incorrect. The technical support specialist (tss) loaded messages for all storage spaces, counted inventory messages for all loaded storage spaces, and updated item storage space data. The system functioned as intended after the technical support specialist troubleshot the issue.